Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced adhesions, scarred down mesh and a aborted anterior lumbar fusion procedure on (B)(6) 2016 which was a direct result of his very scarred down mesh that he had in his abdomen. After treatment, the patient experienced revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.